Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("three teeth pulled") and experienced tooth fracture ("one teeth chipped"). The patient was treated with surgery (essure removal on 20oct2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, tooth extraction and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: three teeth pulled, one teeth chipped. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received event medical device removal was added. Date of removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("three teeth pulled") and experienced tooth fracture ("one teeth chipped"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, tooth extraction and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: three teeth pulled, one teeth chipped. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.